Event description:
A malfunction alarm with the code malf 12 was reported, but no notable events occurred prior to the issue, and there was no adverse impact to the customer¿s blood glucose level. The fault ID was available, and the malfunction code was identified as resettable. Although the customer had not reported or reset the pump for this malfunction within the last 24 hours, customer technical support (cts) provided pump reset information and assisted the caller with the reset process. After resetting, the malfunction code did not recur. The customer was informed that they could continue using the pump and should contact cts if the malfunction code appeared again, which they acknowledged.